Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure for permanent sterilization and subsequently had the device removed due to complications. The complications suffered by plaintiffs were not specified, but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B82473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive from 1987 to (B)(6) 2014. Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), weight increased ("weight gain"), weight decreased ("weight loss") and hypersensitivity ("allergic/ hypersensitivity reaction"). The patient was treated with surgery ((B)(6) 2014 (bilateral salpingectomy)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, vaginal discharge, weight increased, weight decreased and hypersensitivity outcome was unknown and the nausea, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. On (B)(6) 2014 ultrasound scan and CT scan abdomen which showed was bilateral essure coils seen. Fallopian tube essure coil placement. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Concurrent condition, lot number and lab data added. The event medical device removal and device complication were updated to pelvic pain, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, apareunia, nausea, dysmenorrhea, vaginal discharge, weight gain / loss, abdominal pain, cramping, abnormal bleeding (general). Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive from 1987 to (B)(6) 2014. Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced female sexual dysfunction ("apareunia"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In june 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), hypersensitivity ("allergic/ hypersensitivity reaction") and weight increased ("weight gain"). The patient was treated with surgery (B)(6) 2014 (bilateral salpingectomy)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, vaginal discharge, hypersensitivity and weight increased outcome was unknown and the nausea, abdominal pain, abdominal pain lower and weight decreased was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. On (B)(6) 2014 and (B)(6) 2014 ultrasound scan and CT scan abdomen which showed was bilateral essure coils seen. Fallopian tube essure coil placement. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event outcome for event weight decreased was updated to recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer. Previously administered products included for an unreported indication: oral contraceptive from 1987 to (B)(6) 2014 and ortho-cyclen. Concurrent conditions included body mass index normal, foggy feeling in head, abdominal pain and dysuria. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight decreased ("weight gain / loss specify which one: weight loss- 5 pounds from not eating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain, pain"), abdominal pain lower ("cramping"), hypersensitivity ("allergic/ hypersensitivity reaction") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2014 (bilateral salpingectomy)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, vaginal discharge, hypersensitivity and weight increased outcome was unknown and the nausea, abdominal pain, abdominal pain lower and weight decreased was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. On (B)(6) 2014 and (B)(6) 2014 ultrasound scan and CT scan abdomen which showed was bilateral essure coils seen. Fallopian tube essure coil placement. Surgical pathology report right fallopian tube; tubal ligation: complete cross section of unremarkable fallopian lube b left fallopian tube; tubal ligation complete cross section of fallopian tube. Microscopic adenomatoid tumor, 2 mm in greatest dimension, negative for malignancy specimen: a. Right tube b. Left tube a. Container a was received and right tube is a fimbriated fallopian tube 7.1 x 0.5 cm in maximum diameter. The serosa is purple and dusky. The lumen is patent without lesion or abnormally. Representative sections are submitted in one cassette 3. Container b was received and left tuba was a 6.9 cm long by 0.6 cm in diameter fimbriated fallopian tube covered by purple serosa. The fimbria was attached to the mid portion of the tube. There are two cysts attached 0.1 cm in greatest dimension each. The tube has a normalappear1ng patent lumen. Microscopic examination: the left tube shows a microscopic adenomatoid tumor composed of the characteristic dilated spaces lined by benign mesothelial cells. There was a focal lymphocytic infiltrate rate surrounding the lesion. No evidence of atypia or malignancy was idenl1fied (B)(6) 2014: surgical pathology report diagnosis: right fallopian tube; tubal ligation: unremarkable fallopian tube. Left fallopian tube: tubal ligation: microscopic adenomatoid tumor, 2 mm in greatest dimension, negative for malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs